Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the provation system and not the subject device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, the root cause of an image not being displayed could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the olympus sales representative conferenced the user facility on the call. According to the customer, an image was not being displayed in the provation system and the users were using serial digitial interface (sdi) out 1 from the cv-190 to the provation. When the customer connected the sdi out 1 to a monitor sdi input, the users were able to get an image confirming that the cv-190 and sdi cable provided a good video output. Tac instructed the customer to check with provation to troubleshoot further on why an image was not being displayed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer¿s olympus sales representative reported on behalf of the customer to olympus technical assistance center (tac), an image was not displayed when using the evis exera iii video system center and provation during an unknown diagnostic procedure. There were no reports of patient harm associated with this event.